Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The carefusion field service representative evaluated the device and determined the reported issue was caused by a malfunctioning main board. The carefusion field service representative replaced main board and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. The alleged faulty main board was received by carefusion on january 19, 2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Ventilator went ven-inop while on a patient. Patient was not harmed, they were put on another ventilator and the vent did alarm. They had no other info about the vent."